Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 25) occurred. Customer stated that there was a possibility the cartridge was removed outside of the loading process. However, after the alarm, customer reverted to using manual injections to ensure insulin therapy was not disrupted. Customer was not using the pump at the time of the report. Customer had no further questions or issues.